Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-jun-09 rtg1063678 (con): information was received from a patient regarding an external device. Patient had new implant 3 weeks ago. The reason for call was patient reported they were not able to connect with the handset and communicator to the implanted neurostimulator (ins) since last night. Patient stated they got less than an hour's sleep last night because the stimulation was up so high and they couldn't turn the stimulation down before they went to bed. Patient services assisted patient with resetting the communicator, closing out of all running applications, and restarting the handset and patient is able to connect to the ins. Handset 83%. Patient was in a hurry to get off the call, agent could not get new ins serial number. The troubleshooting steps that were taken on the call resolved the issue.